Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was nauseous and throwing up. He called 911 and was hospitalized on (B)(6) 2016. Customer's blood glucose level was around 300 mg/dl. They could not bring his blood glucose level under 300 mg/dl. The customer was dehydrated and experienced a diabetic ketoacidosis. The customer was wearing the insulin pump at the time of hospitalization. The day before the customer's blood glucose level was 500 mg/dl. The device was not returned.